Manufacturer narrative:
Qn#: (B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that during the operation in the affiliated hospital of nantong university on (B)(6) 2020, the opening of the forceps was misaligned.

Event description:
It was reported that during the operation in the affiliated hospital of (B)(6) on (B)(6) 2020, the opening of the forceps was misaligned.

Manufacturer narrative:
Qn# (B)(4). The DHR for the returned instrument was reviewed and found completely without any irregularities. This instrument was produced at the tecomet , inc. Kenosha wi facility as part of a 50 pc. Lot in (B)(6) 2020. Evaluation of the returned instrument shows that the tips are loose and misaligned and bent towards one side slightly and the jaw pivot pin is pulled thru one side of the damaged/bent outer tube assembly and the internal drive rod (n00185) is bent/damaged where it actuates the jaws. This instrument was returned completely without any missing components. We are able to validate this complaint. We are unable to determine how this instrument was damaged but mishandling at the end user's facility is suspected. All 50 instruments from this lot were 100% visually inspected and function tested prior to shipment to the customer as this is a standardized procedure at this facility for this product line.